Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect gen.2 sodium results for one patient sample. The initial result was 156 mmol/l with a data flag and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated with a result of 173 mmol/l. The doctor asked the laboratory to repeat the sample again and the result was 140 mmol/l. This result was believed to be correct. The patient was not adversely affected. The electrode lot number and expiration date were requested but were not provided. The field service representative found there was a damaged ise sipper nozzle cover which he replaced he also fixed a damaged rinse mechanism tubing. He ran mechanical, electrical, and fluidic checks which passed. The customer performed calibration and qc.